Event description:
It was reported that the system would not fully boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reported the hard drive may need to be replaced, but no conclusion can be drawn as repair information is not available.